Manufacturer narrative:
G4:22jan2021. B4:25jan2021. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a depleted transport oxygen tank. The fse reported that no error codes were generated in the diagnostic report. No diagnostic report was provided for review. No parts were replaced. The device passed all performance verification testing and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on an unknown date, the patient was receiving bi-level positive airway pressure (bipap) therapy via the v60 device, the device was connected to wall mount oxygen, hospital staff then connected the device to a full oxygen tank, the device then generated an oxygen not available alarm, hospital staff then checked all connections to ensure they were not loose, the device was then reconnected to wall mount oxygen, and the device continued to generate oxygen not available, the patient experienced an event of oxygen desaturation; values not reported, and the patient was placed on another ventilator; brand, model, and prescription not reported. No relevant laboratory data was reported. As of (B)(6) 2020, the outcome of the patient experiencing an event of oxygen desaturation is unknown. There was no malfunction of the device. The device was behaving as intended when it alerted the user to an oxygen supply pressure out of range condition. The oxygen not available message is an expected device behavior when the device is connected to a depleted oxygen cylinder. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported to philips that while in use on a patient, the respironics v60 ventilator generated an oxygen not available alarm and the patient experienced an event of oxygen desaturation. The customer reported that the unit was in use on a patient at the time of the reported device symptom and at the time of the adverse event.